Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
An email was received regarding a chemoclave vented bag spike, in which it was reported that there was a chemo drug leakage from the air vent. The issue was noted during infusion. There were no concomitant drug and concomitant device involved. There was no physical defects noted on the product. There was no chemotherapy exposure to anyone. The therapy resumed without any further issues after replacement. There was patient involvement, but no delay in critical therapy and no adverse events.